Event description:
Patient contacted dexcom technical support on (B)(6) /2015 to report a possible broken sensor wire on (B)(6) 2015. Patient stated that upon removal of the sensor pod, the sensor wire seemed shorter than usual. The patient removed the transmitter prior to removing the sensor pod. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Without the device being returned for investigation the reported missing sensor wire cannot be confirmed; however, the patient reported removing the transmitter prior to removing the sensor pod. It should be noted that in the dexcom g4® platinum continuous glucose monitoring system user's guide it states, "do not remove the transmitter while the sensor pod is still attached to the body"